Event description:
It was reported that prior to a percutaneous coronary interventional (pci) procedure, foreign material was noted on the sterile device. When preparing the rotalink plus, some foreign material was noted on the bur. The procedure was completed successfully with another of the same device. The device had no contact with the pt.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).